Event description:
It was reported that during the procedure, after performing pre-dilatation with a 1.5x12 unspecified nc balloon catheter, a 3.0x28 xience v rx stent delivery system (sds) was advanced via radial access to a moderately calcified, 95% stenosed, de novo lesion in the moderately tortuous proximal circumflex coronary artery with resistance felt and force applied. After deploying the stent (with the highest inflation pressure at 18 atmospheres), a distal edge dissection was noted. The xience v rx sds was withdrawn without resistance. The dissection was successfully treated via deployment of a 2.75x15 xience prime stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance; above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Additionally, the IFU states: do not exceed the labeled rated burst pressure (rbp) of 16 atmospheres. Based on the information reviewed, there is no indication of a product deficiency.